Event description:
It was reported that after the patient¿s first spinal cord stimulation (scs) was implanted, 2 of the internal stitches came off and the implantable neurostimulator (ins) was moving inside of their body. It was noted the ins was sticking out of the patient¿s body and rubbing against their skin which created a ¿hole in their skin.¿

Manufacturer narrative:
(B)(4).